Event description:
Implant placed 10/9/96 and removed 11/19/96. One person affected.

Manufacturer narrative:
The medical history was received and evaluated. Pt was reported to have type 4 bone at the implant site. Type 4 bone is rather porous and could be a contributing factor in the implant failure.